Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer . The volume of the leak was about 15 cc and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the vacuum line had popped off the vacuum chamber vc16. Vacuum chamber vc16 distributes the vacuum within the diluter. The fse reattached the tubing and the instrument ran without any leaks. (B)(4).